Manufacturer narrative:
(B)(4). Method: the complaint 400476 simplus full face mask was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed that the diameter of the distal connector of the subject mask was outside of tolerance. Conclusion: the elbow had detached from the swivel due to the distal (male) connector being undersized. Our fph manufacturing team has been informed of the details of this investigation and are carrying out an investigation to determine the root cause of this issue.

Event description:
A healthcare provider in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a patient was hospitalised and that the elbow of their 400476 simplus full face mask had disconnected from the breathing circuit connector. The healthcare facility could not confirm whether the disconnection was related to the hospitalisation, but stated that the patient had health problems that could have been the cause of the hospitalization. The healthcare facility confirmed that the patient has made a full recovery.